Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the needle broken at the port and orange/brown foreign material on the port face and needle, near the port and tip. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and multiple other locations along the inner cutter. Orange/brown foreign material was observed on the tip of the cutter and a couple other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had a broken tip. The exact root cause of the broken tip cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the broken tip was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the cutter broke and fell into the patient's eye during cataract and vitrectomy surgery, which was removed using the forceps. The surgery was completed after the product was replaced with another one. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).